Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists stroke, respiratory failure, and death as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. Additional information was provided that the event occurred on arrival to an outside hospital without records. The patient complained of difficulty breathing and altered mental status before emergency services were called. The patient passed away due to a potential stroke and respiratory arrest. The patient's internal normalized ratio was therapeutic at arrival. The outcome was not device related. The device operated as intended.